Event description:
As reported, approximately 7 years post op the initial tsa, this 78 y/o male patient was revised due to septic loosening. Subject starting having severe left shoulder pain after unrelated hospitalization-exact moi/date unk. The case report form indicates this event is unlikely related to devices or procedure. This event report was received through clinical data collection activities. Outcome is continuing.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Ethnicity, relevant test/laboratory data, serial #, device manufacture date, and recall: no information provided.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.